Manufacturer narrative:
The reported event that the pointer was not accurate when used in real time was not duplicated. During device inspection the device functioned as expected and not tip issues were observed.

Event description:
It was reported that during a surgical procedure the device was inaccurate approximately 3 to 4 cm. A backup device was used to complete the procedure without any adverse consequences or clinically significant delays.

Event description:
It was reported that during a surgical procedure the device was inaccurate approximately 3 to 4 cm. A backup device was used to complete the procedure without any adverse consequences or clinically significant delays.